Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar distal clevis cautery. A broken piece was missing because of the breakage; the broken piece measured approximately 0.3165" x 0.2620" was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken distal clevis cautery. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the plastic piece on the permanent cautery hook broke off and fell into the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis; results are pending investigation.